Event description:
Procedure: open left lower lobectomy. According to the reporter: I was using a short covidien staple gun. I fired two purple 60 cartridges across the lung fissure as well as a tan 45 cartridge across the pulmonary artery without any problem. The scrub nurse then gave me a further tan 45 cartridge. I witnessed her taking of the yellow tag that comes with the cartridges so I am sure that it was a fresh one. I placed the cartridge across the inferior pulmonary vein. This was done under direct vision. The edges of the stapler were clear of any tissue or debris apart from the vein itself. It closed normally. I stabilised the gun with my hand and it was then fired slowly. There was no difficulty with firing. Everything had gone smoothly. As the stapler was released (again, with the gun being kept stable to avoid any tearing) there was a large gush of blood. The vein was bleeding profusely. As soon as I saw how severe the bleeding was I secured the bleeding site with my hand, informed the theatre staff that we had an emergency, asked for two consultant surgeons to come and help and whilst waiting used my free and to enlarge the incision to aid access to the bleeding area. It took a long time and two consultants to get things under control and once they had done so it was clear that the vein had been divided completely. There were no staples present on the side of the vein towards the lung. This was easy to see. On examining this part of the vein closely using my operating magnifying loupes it was also clear that the edges were cleanly cut and there were no punctures where staples may have gone into the wall of the vein during the firing or tears where they may have been somehow pulled out. It was not possible to examine the side of the vein towards the heart as a clamp was applied to this area and the vein was over sewn along with the adventitia around it to achieve haemostasis which hid this edge of the vein. No reinforcement material was used in conjunction with the stapling device. Pt is alive. The pt required a blood transfusion due to the incident with the stapler. Her hosp stay was prolonged due to the incident. This is because we had to extend her incision to four or five times the size of the original one to enable us to control and then salvage the situation. It takes longer to recover from a large incision than from a small one.

Manufacturer narrative:
(B)(4).